Event description:
A malfunction was reported on the pump, which displayed malfunction code 16. There was no adverse impact to the customer¿s blood glucose level, as it remained below 500 mg/dl. Tandem technical support provided the customer with pump reset information, but the issue persisted, leading to the decision to replace the pump. The customer was informed about the replacement pump with updated software and given instructions for returning the malfunctioning unit.